Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There are several possible causes for difficulty advancing the recovery catheter, including, but not limited to, damage to the recovery catheter, challenging anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. Based on the reported information, it appears that the difficulty advancing the recovery catheter is due to interaction with the newly placed stent. As a result of the difficulty, a buddy-wire and sheath were advanced and the sheath was placed in the internal carotid artery and after several attempts the retrieval catheter was successful in crossing the stent and the filtration element was retrieved and removed from the anatomy. The rx accunet instruction for use (IFU) notes: a variety of techniques can be used to assist passage of the recovery catheter if it has difficulty advancing through the deployed stent. These techniques are intended to adjust the bias of the guide wire. Some options to aid passage of the recovery catheter are: the rx accunet IFU notes: a variety of techniques can be used to assist passage of the recovery catheter if it has difficulty advancing through the deployed stent. These techniques are intended to adjust the bias of the guide wire. Some options to aid passage of the recovery catheter are: have the patient rotate her/his neck from side-to-side. This motion may re-orient the carotid artery. Change the position of the guiding catheter or guiding sheath. The new position may either re-orient the entry of or give better support to the recovery catheter. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. A query of the complaint handling database was performed and there have been no other incidents for resistance reported for this lot. Overall, the difficulty advancing the recovery catheter appears to be related to case circumstances and there is no indication to suggest a product quality deficiency. All embolic protection devices and recovery catheters are visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.

Event description:
It was reported via a trial that during a left internal carotid artery stenting procedure, difficulty was encountered advancing the filter retrieval catheter through the stent. A buddy-wire and sheath were advanced and the sheath was placed in the internal carotid artery and after several attempts the retrieval catheter was successful in crossing the stent and the filtration element was retrieved and removed from the anatomy. There was no reported adverse patient sequela. The patient was discharged to home (B)(6) 2011. No additional information was provided.